Manufacturer narrative:
Additional information received: it was confirmed that the stent graft associated with the migration was a non-medtronic device. The endurant limb was not inspected prior to use. Flushing was performed as usual. The instructions for use (IFU) were followed during preparation and attempted insertion of the device. The guidewire used was a non-medtronic device. It was clarified that the backup device was advanced through a different guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1610c156ej stent graft was intended to be implanted during the endovascular treatment of a stent graft migration (brand and model unknown). It was reported that during insertion of the delivery system, advancement along the guidewire was poor. When insertion was attempted with increased force, partial bending of the stiff wire was observed. As a result, a backup device of the same model was used to complete the procedure. The backup device advanced without issue. Per the physician the cause of the event is undetermined. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.